Manufacturer narrative:
This report is submitted on october 22, 2018.

Event description:
Per the audiologist, the patient experienced device extrusion, a performance decrement, pain and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 13, 2019.